Manufacturer narrative:
Concomitant product: product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator. (B)(4).

Event description:
The healthcare provider (hcp) reported the consumer was in the hospital and was having trouble with their lead. They suspected that there might be an abscess forming around the lead, as there was fluid collection around the lead. Further information received from the hcp reported the consumer was in his care for three days. Due to the consumer having quite a few other health issues, they were very complicated to work with and were moved to another department. Another hcp informed them that the consumer was still having non-device related difficulties, but the fluid issue was still going on too, and they thought it was an infection. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.